Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. A review of the event history log (ehl) revealed the system error 20602. Visual inspection of the device identified fluid intrusion on the tubing area; there were signs of dried fluids on the shuttle and shuttle plates. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the system error was due to fluid intrusion. The mechanism would be replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a novum iq large volume pump, monitor motor stall (system error 20602) was identified. No additional information is available.